Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A pt's wife called into zoll to report that a (B)(6) male pt passed away on (B)(6) 2014. The pt passed away from a heart attack. The pt's wife reports that the pt was in the kitchen when he passed out and went unconscious. The wife witnessed the event and heard the lifevest alarm. The pt experienced a treatment event. An arrhythmia was detected at 22:53:59 and the ECG shows ventricular tachycardia (vt) at 209bpm. The pt received a treatment at 22:54:03. The rhythm at the time of treatment was vt at 207bpm and the post-shock rhythm was 15 seconds of asystole transitioning to non-sustaining vt at 125bpm followed by bradycardia. Detection stopped at 22:54:54. An arrhythmia was detected at 23:01:59 and the ECG shows slow vt at 141bpm with intermittent cardiac activity degrading to asystole. The electrode belt was disconnected at 23:03:05. Detection stopped at 23:03:33 and the device was shutdown. The pt was taken to the hospital and monitored by telemetry. The pt passed away on (B)(6) 2014 shortly after from a heart attack.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon investigation, the monitor was fully functional and able to detect and treat a pt. Device eval of electrode belt sn (B)(4) was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor sn (B)(4) - reuse. Electrode bent sn (B)(4), manufacturing date: 08/2012 - reuse.